Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17636025 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, a slalom thrill was inserted after a guidewire crossed the lesion, however it ruptured within its nominal pressure. There was no reported patient injury. It was replaced with a new balloon catheter to continue the procedure. This was a shunt pta case.

Manufacturer narrative:
Section b5: the device was not used for a chronic total occlusion. The same indeflator was used successfully with other devices. The maximum inflation pressure was within its nominal pressure. The procedure was completed with a non-cordis device. The product will not be returned because a nurse discarded it. A slalom thrill was inserted after an unknown guidewire crossed the lesion; however, it ruptured within its nominal pressure. There was no reported patient injury. It was replaced with a new non-cordis balloon catheter to continue and complete the procedure. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was not used for a chronic total occlusion. The same indeflator was used successfully with other devices. The maximum inflation pressure was within its nominal pressure. The product was not returned for analysis. A product history record (phr) review of lot 17636025 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as fibrous and heavily scarred tissue is known to cause damage to balloons. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.